Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and post-reset ram crc alarm. Customer reported that the time clock does not advance. Customer was able to clear the alarm and was able to rewind pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on 01/05/2021 the insulin pump alarmed pump error 23 and the buttons are not responding. Complained has a time/clock anomaly and frozen display. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored. No pump error 23, frozen display or time clock anomaly noted during testing. Insulin pump successfully downloaded to thus. Verified insulin pump alarmed normal pump error 23 on 01/05/2022 07:11:04.000 in insulin pump downloaded history. All buttons function properly. Insulin pump passed the keypad voltage test. No damage noted to keypad assembly and connector on electrical board1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, partially broken retainer, cracked keypad overlay and peeling serial number label. The p-cap/reservoir does lock properly. Confirmed all buttons function properly. No pump error 23, frozen display or time clock anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.